Manufacturer narrative:
(B)(4). The customer reported that the device issued a "speaker malfunct" inop. Speaker malfunction inop confirmed the problem. No pt harm was reported. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that the device issued a "speaker malfunct" inop. No pt harm was reported.